Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer did not experience any symptoms and self-treated with bread and jelly as provided by a non-healthcare professional. A sensor scan of 60 mg/dl was obtained and compared to a laboratory result of 290 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was nine days. There was no report of death or permanent injury associated with this event.